Manufacturer narrative:
H10: could not confirm customer's complaint that the device may not have functioned properly. Could not confirm that the device may have inaccurately over-delivered or inaccurately under-delivered. Device passed self test. Ran customer's protocol of oxytocin 30 units / 500 ml at a rate of 2 and a dose of 2 on line a. Line b ran antibiotic ivpb 50 ml at a rate of 90 and a vtbi of 45. Ran this protocol in concurrent mode as it shown on the cda logs. Device passed protocol. Device was powered off at 23:27:02. On (B)(6)2020 device was powered back on at 12:25:42 and cassette was loaded. Line b was now programed to run antibiotic ivpb 50 ml. At 14:37:45 delivery was started to run a rate of 90 and vtbi of 45 and the mode was concurrent, not piggyback like the customer had mentioned in complaint. At 14:43:27 line a was stopped at vtbi 45.4 and delivered a total of 4.6 oxytocin and line b stopped at vtbi of 36.5 with a total infused of 8.5 of antibiotic. From analyzing the logs it appears the programed mode of concurrent was ran instead of running it as a piggyback. Probable cause was not found. Device functions correctly.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involves a plum 360 infusion pump that the customer reported an ampicillin ivpb was ordered. The customer stated instead of the IV piggyback being hung on the mainline of lactated ringers, the nurse hung the ampicillin on the oxytocin drip. Ampicillin was programmed on b line at 200 ml/hr which caused the patient to get oxytocin at an increased rate. The patient had tetanic contractions with fetal heart rate decelerations noted at 1441 to the 60s lasting 7 minutes. Terbutaline was given subcutaneous, IV bolus started, and the pitocin stopped upon the start of decelerations. Fetal heart tones returned to 160s and orders were received to proceed to the operating room for an emergency c-section. The patient was taken to the operating room at 1454 and delivered a female infant with 8/8 apgar score. The customer reported that the pump audibly alarmed and it was noted that there was an alarm message displayed on the screen. No other information was provided.